Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was calibrated, tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9400's image went blank and the monitor went to all white. There was no adverse patient involvement reported. There was no patient information reported.